Manufacturer narrative:
(B)(6).

Event description:
It was reported that the proximal end of the stent could not open requiring additional intervention. The stenosed target lesion was located in the left carotid artery. A 10.0-24 carotid wallstent was used for treatment. After the stent was released in the lesion, the distal end opened normally, but the proximal end failed to open. The physician attempted various methods to open the stent but was unsuccessful. The stent was then pulled back into the delivery sheath, however it still would not open. Finally, an open-loop stent was used to open the carotid wallstent stent by attaching it to the inner wall of the stent. The procedure was completed with another of the same device. The patient's condition remained stable after the procedure.